Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was leaking along the shaft. An angiojet solent omni catheter was selected for a thrombectomy procedure in the femoral vein and inferior vena cava. During the procedure when the device was in power pulse mode, a leak occurred on the portion of the shaft where it would be inside the patient. Actilase was coming out of both the jets and along the shaft of the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system and no other devices. The pump and tip were microscopically examined and no damage or irregularities were identified. It was observed that there was damage along the shaft of the catheter 25cm from the tip. The damage was 31cm long. Functional testing was performed by placing the device in the console. Functional testing showed leaking along the shaft where the damage was. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was leaking along the shaft. An angiojet solent omni catheter was selected for a thrombectomy procedure in the femoral vein and inferior vena cava. During the procedure when the device was in power pulse mode, a leak occurred on the portion of the shaft where it would be inside the patient. Actilase was coming out of both the jets and along the shaft of the catheter. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.